Manufacturer narrative:
Concomitant medical products: 638bl28 heart band, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their battery is "burning through." The patient noted "in the last two months they have been looking at my leads and they are wondering why I'm burning through so fast. Because it's not even been four years and I'm down to a year or less on my battery. And I haven't had a shock or anything." The patient added "so they are thinking there might be something with the lead or the left lead. It's not functioning properly." Follow up yielded no information. The device and leads remain in use. No patient complications have been reported as a result of this event.